Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a vein graft. After advancing a non-bsc guide extension catheter, a 3.00 x 24 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, the stent dislodged and was contained inside the guide extension catheter. The devices were removed together as a whole unit and the procedure was completed with another synergy ii des. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that; the stent had detached from the delivery system and was damaged the entire length with stent struts stretched. Stent detachment and damage most likely occurred when the stent got caught on the guideliner. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a vein graft. After advancing a non-bsc guide extension catheter, a 3.00 x 24 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, the stent dislodged and was contained inside the guide extension catheter. The devices were removed together as a whole unit and the procedure was completed with another synergy ii des. No patient complications were reported and the patient's status was good.